Manufacturer narrative:
G4: 27feb2020. B4: 11mar2020. The customer reported that they serviced the ventilator and it has been returned to service. No additional information has been received. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2020. Report date: 03mar2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a display issue. There was no patient involvement.